Event description:
It was reported that patient hadn¿t ever experienced therapeutic effect. It was explained that ¿temporary¿ stimulation had worked but the permanent has never been the same. It was reported that a couple years ago, the patient had an x-ray, and the physician had said that the lead had ¿looked a little bent. ¿ additional information provided that the physician had not seen this patient since 2007.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# j0444254v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0444254v, implanted: (B)(6) 2004, product type: lead. (B)(4).